Manufacturer narrative:
Gtin number: unknown since the serial number was not provided.

Event description:
A 24 mm sjm mechanical valve was implanted due to aortic stenosis in 2004. On an unknown date, the patient presented with acute severe pulmonary edema and a valve leaflet was impeded in the open position. Per report the patient had been on warfarin with therapeutic inr. On (B)(6) 2016, an emergency aortic valve replacement was performed.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.